Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0hhdh, implanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer reported that therapy was turning off by itself. She checked her device with her patient programmer and it showed stim was off. She was not with her programmer at the time stim turned off, she was travelling. Patient noted she could not have accidentally turned it off. She put the patient programmer in her closet when she got home from her implant procedure and left it there. However, she thought she accidentally changed her setting. She wanted to know where her settings were after implant. She noticed she was going to the bathroom more frequently. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. There was no further information provided about this event. If additional information is received, a follow up report will be sent.